Event description:
It was reported that speed issue occurred. A rotapro console was selected for use. It was noted that the speed rotation was unstable. The target speed was 180,000 rpm but it fluctuated between 220,000 and 280,000 rpm in normal mode. The issue was resolved by restarting the console.

Event description:
It was reported that speed issue occurred. A rotapro console was selected for use. It was noted that the speed rotation was unstable. The target speed was 180,000 rpm but it fluctuated between 220,000 and 280,000 rpm in normal mode. The issue was resolved by restarting the console.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of console erratic speeds (normal mode rotation - speed unstable) was defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the investigation confirmed a problem with the device; however, the available information was insufficient to identify the root cause. Therefore, the conclusion code assigned to this investigation is cause linked to device but unable to trace more specifically.